Event description:
The site reported that a pt sustained a fractured arm while being released out of a ventri system. According to the site, the right arm was paralyzed prior to the scan. The injury occurred when the pt's right arm slid aside and got pushed against the gantry as the pallet moved out of the bore. The technologist did not stop the pallet's motion until after the injury was sustained. Further inquiry from the site revealed that the pt expired two days after the event. Ge healthcare attempted to obtain additional information from the site to determine the relationship of the fractured arm to the reported death. The site refused to provide further information. At this time, it is not clear if the reported death and the fractured arm are related.

Manufacturer narrative:
Ge healthcare attempted to obtain additional details surrounding the event. The site refused to provide additional information. Based on the information available, the reported event did not originate from a system malfunction. The transition to unload position requires operator-system interaction. The event occurred as a result of improper pt positioning and monitoring. The system's operator manual instructs the operator to ensure that the pt's hands and legs do not protrude beyond the limits of the pt table. The manual also directs the operator to monitor the pt and his/her position at all times during scan procedures.